Event description:
Deflation from surgical needle puncture resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: b1) adverse event, b2) outcomes attributed to adverse event, b4) date of this report, d3) manufacturer name, city and state, g1-2) contact office - name/address/phone number, g7) type of report, h1) type of reportable event, h2) if follow-up, what type, h3) unchecked evaluation summary attached, h6) event problem and evaluation codes, and h10) additional narratives/date. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A surgical needle puncture of the implant outer shell resulted in outer lumen deflation. Explant analysis showed needle puncture with characteristic grind lines on magnification.

Event description:
Deflation resulting in explantation.

Event description:
Deflation from surgical needle puncture resulting in explantation.